Event description:
Related manufacturer reference 2030404-2015-00051, 3005188751-2015-00061, 3005188751-2015-00062. During a cardiac ablation procedure, a cardiac tamponade occurred. Transseptal puncture was performed with a brk transseptal needle through a swartz braided transseptal introducer. An agilis nxt introducer was placed in the left atrium and a therapy cool flex ablation catheter was advanced. During ablation in the left ventricle, the patient became hypotensive and fluoroscopy revealed no cardiac movement. Vitamin k was administered and a pericardiocentesis was performed, which stabilized the patient. An echocardiogram revealed a small perforation of the left side of the heart and indicated a continued pericardial effusion, for which beriplex was administered to successfully reverse anticoagulation. The patient was admitted to the ICU and was doing well. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.